Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient experienced pain, infection, urinary problems, bowel problems, and recurrence. It was reported that the patient underwent partial colectomy with colectomy and hartman¿s pouch on (B)(6) 2011. It was reported that the patient underwent end colostomy with hartman pouch on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapse and a mesh was implanted with concurrent placement of advantage sling. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, recurrence and urinary and bowel problems and she has undergone additional surgeries and revisionary procedures. On (B)(6) 2007 the patient underwent placement of monarc hammock. (B)(4) - recurrence of urinary and bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urgency, urinary frequency, and urge incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.